Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient's pump was examined by the hcp on (B)(6) 2018 and it was determined that the pump system needed to be surgically removed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved at the patient was alive with no injury. It was noted that the devices were discarded of and would be replaced in the future. No further complications have been reported as a result of this event.